Event description:
Subsequently, additional information was received that the initial valve placement attempt was too high, and during the attempt to release the valve from the dcs, there was difficulty in releasing one of the valve¿s frame loops from the dcs tab, causing unintended movement of the valve.

Manufacturer narrative:
Without the return of the product (delivery catheter system,dcs), no definitive conclusion can be made regarding the clinical observation. Should the product be returned, a follow-up report will be submitted. The valve remains implanted. The device history review and investigation remain in process. Once the investigation and device history review are complete a supplemental report will be submitted. (B)(4).

Event description:
Medtronic received information that during the implant procedure of this transcatheter bioprosthetic valve, the delivery catheter system (dcs) would not release the valve, and the valve moved out of the annulus. The valve was moved into the ascending aortic artery and a second transcatheter bioprosthetic valve was implanted a little lower than the first valve. No adverse patient effects were reported. Both valves remain implanted. The dcs will not be returned for analysis.

Manufacturer narrative:
The device history record was reviewed and showed that this product met all manufacturing specifications for product released for distribution. No issues were identified that would have impacted this event. From the available information, a conclusive cause for the entanglement cannot be determined. A frame loop entanglement can occur based on the orientation of the frame loop and dcs tab to the patient anatomy, or based on the angle of deployment between the valve frame and the dcs. The instructions for use (IFU) provides the instruction to ensure both frame loops have released prior to removing the dcs as well as techniques to release a frame loop if one remains attached. It is unknown and cannot be confirmed without a cine record whether the user followed the proper technique. Since the valve dislodged during this manipulation, it possible the user applied traction during the manipulation instead of pushing slightly forward per the IFU.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.